Manufacturer narrative:
On 06-mar-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Come off - oral-b [device breakage] . Don't fit properly - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: 73 year old male consumer via phone stated that the oral-b toothbrush heads did not fit properly and came off when brushing his teeth. No injury was reported. On 30-jan-2024 follow up via pictures: the concomitant product was oral-b rechargeable toothbrush handle 3765. No injury was reported. On 15-feb-2024 follow up via e-mail: the consumer wished to ascertain if the oral-b toothbrush heads that he sent were deemed to be fake. No injury was reported. On 01-mar-2024 case update: the concomitant product lot was bc907140249. No injury was reported. On 06-mar-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Come off - oral-b [device breakage]. Don't fit properly - oral-b [device connection issue]. Case narrative: 73 year old male consumer via phone stated that the oral-b toothbrush heads did not fit properly and came off when brushing his teeth. No injury was reported. 30-jan-2024 follow up via pictures: the concomitant product was oral-b rechargeable toothbrush handle 3765. No injury was reported.